Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced recurrent overnight hypoglycemia while using the ilet system, with an initial low glucose treated with apple juice and candy leading to rebound hyperglycemia, an automated correction by the ilet, and a subsequent hypoglycemic event; troubleshooting addressed low treatment practices and consistency of meal announcements in the context of a usage-related issue, and no device component was implicated. Symptoms included hypoglycemia with confusion and episodes of hyperglycemia. Outcomes included the need for medication-level intervention for low glucose treatment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.